Manufacturer narrative:
No unexpected excessive no delivery alarms and motor error alarms noted. Insulin pump passed displacement test, rewind test and motor test. Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump missing end cap sticker noted. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 322 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.